Event description:
The customer opened a new box of contour test strips and found the cap already open. No adverse event was alleged. The strip information was not provided. The customer was asked to return the strips for investigation. The strips were replaced.